Event description:
On first attempt to place the essure on the patient's right side, dr. Experienced a "failure to deploy" (ref #ess305, lot# 637215). There was a second attempt to place an essure with a different lot# by dr. (Ref # ess305, lot # 638494). She experienced "subsequent difficulty with visualization once located-next essure didn't expand." The procedure was aborted with a hysteroscopic time of 40 min. Both sets of essure devices with packaging were to return to the company.